Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, the nurse of a (B)(6) female patient contacted zoll customer support to report that the patient had developed open wounds where the electrodes are touching the patient's skin. The patient was later transferred to the ICU for an unrelated issue and was not wearing the lifevest. There was no additional follow-up on the condition of the irritated area.

Manufacturer narrative:
Evaluation: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device a swell as the blue defibrillation gel.